Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-apr-2026, a sales representative reported via (B)(4) that an ar-9099-11 suprapatellar sheath handle assembly chipped off the top lip that the pin guide clicks into during a tibial nail procedure. No patient was affected.